Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient's relative reported unknown side "my niece has one that collapsed." Worried about the silicone floating in their body. Device remains implanted.